Event description:
A report was received from the field, alleging that after processing a varian glidescope in their sterrad 100s, the view through the lense is not clear. This device has only been processed in the sterrad. There was no injury to pts or healthcare workers. Additional info received from the customer indicates, that the MFR recommends processing this device in the sterrad. According to the MFR, it appears that the device was heated too quickly, and cooled too quickly, which damaged the bundles.

Manufacturer narrative:
(B) (4): damaged device. The age of the device is unk and is used by the facility at least once daily. It is unk if this device has been previously damaged. The customer indicated that the cleaning process entails prewashing with eco lab enzymatic (measured by automatic dispenser) and sometimes disinfecting with an unk solution. (B) (6) lab is the cleaning solution used. The rinsing procedure includes rinsing the device under running water. The facility has not had changes to the cleaning process or in the products used for cleaning devices. The customer indicated that sterrad and an unk disinfecting solution are the only type of high level disinfecting modalities at this facility. It is unk if an instrument assessment was performed. There are no photographs or third party repair reports available.

Manufacturer narrative:
Asp investigation summary: the investigation included a device history review, service history review, complaint trending by problem code, and system hazard use and misuse analysis. The DHR (device history record) for the sterrad unit was reviewed and there were no issues noted. The account history service record showed this was the only "damage to customer device" complaint for this sterrad unit, as of (B)(6) 2010. The service order history showed an asp fse (field service engineer) performed a pm (planned maintenance) on (B)(4) 2010. The fse found the unit functioning properly. The customer did not request any service order related to this incident. The sterrad 100s dpmo (defects per million opportunities) for the problem code "damage to customer device," over the last 12 months ((B)(4) 2009 to (B)(4) 2010) showed that (B)(4). (B)(4). There was not a significant trend of this issue. Per the sterrad family shuma (system hazard use and misuse analysis), the highest initial risk number is 4, for the hazard category of "load damage," which includes "damage to customer devices." A score of 4 resides in the "broadly acceptable risk" category. The damaged device was prewashed with a non-asp detergent. The device was not returned to asp. Asp contacted the glidescope manufacturer, who stated, "we in the past recommended sterris and sterrad as cleaners for our products, but don't any longer.' The manufacturer issued a letter dated (B)(4), 2010, which stated, "important change: glidescope instruments are not compatible with vaporized hydrogen peroxide sterilization systems such as the sterrad nx and steris amsco v-pro-1, as testing of current models indicates deterioration of product adhesive." The device was not listed in the asp sterrad sterility guide for the sterrad 100s as of (B)(4) 2010. The customer should contact the manufacturer to determine guidelines for sterilization. A damaged device query showed this was the only damaged verathon glidescope complaint with the problem code .damage to customer device. For the sterrad 100s from (B)(4) 2006 to (B)(4) 2010. The cause of the damage was that the sterrad interfered with the glidescope's adhesives; thereby, compromising the lens seal. Asp will continue to monitor this issue.